Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharged the ipg as recommended. The patient has also been without stimulation for over a year. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient's ipg would not communicate. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.